Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was an issue with the care link software. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer had continued to use the device. The insulin pump will not be returned for the product analysis.

Event description:
Updated summary: troubleshooting was not performed.

Manufacturer narrative:
Additional information has been received, the received information has been provided in section b5, h10. User reported that they were viewing blank pages in reports generated instead of viewing the uploaded data. Attempted to reproduce the issue by generating reports with provided date range by the user and confirmed that the blank reports are getting generated. Identified that the issue is not for any specific user and it was affecting the overall report download. Escalated the issue to infra team who confirmed that system memory issue caused this blank report generation. Infra team has confirmed that the issue was due to out of memory error and they have fixed by providing additional system space. Post providing the fix , attempted to generate the report for test users which was working as expected. Advised user to generate reports and they confirmed that the reports are generated as expected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation/testing summary: attempted to reproduce the issue by generating reports with provided date range by the user and confirmed that the blank reports are getting generated. (Most likely) root cause: identified that the issue is not for any specific user and it was affecting the overall report download capacity. Escalated the issue to infrastructure team who confirmed that system memory issue caused this blank report generation as tracked by (B)(4). Analysis summary: infrastructure team has confirmed that the issue was due to out of memory error and they have fixed by providing additional system space. Post providing the fix , attempted to generate the report for test users which was working as expected. Advised user to generate reports and they confirmed that the reports are generated as expected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.